Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = clear. On (B)(6) 2021 the customer alleged that he has to keep on pressing the buttons of his pump. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label faded and peeling, broken belt clip rails, cracked retainer, case cracked at the battery compartment and cracked battery tube threads. Device passed the self test, displacement test, and keypad voltage test. Successfully downloaded the trace/history files using thus. All buttons are responding properly. No stuck button alarm noted during testing or found in the formatted history files near or on (B)(6) 2021 (event date). Device was cut open to perform a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, keypad flex tail, keypad dome switches, or keypad assembly during visual inspection and the keypad connector on j1/pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. Unresponsive keypad is not confirmed. Device passed the required testing. All buttons are responding properly and no stuck button alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button were hard to press. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.